Event description:
Patient reported of the left side device: "cellulitis, infection, sepsis, fever and pain". The patient was prescribed antibiotics and was admitted to the hospital. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cellulitis, infection-late onset.